Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The visual inspection and functional test identified the reported condition as a large leak spraying liquid from the lower/bottom left edge/corner along the weld. Magnified inspection of the leak location found deep edge gouge with a flap of eva fray caused by an impact such as dropping the filled bag. The bag contained ingredient and label residue, indicating it had been filled. Based on evaluation findings and the customer report that the leak was discovered at the end user facility after the pharmacy quality control inspection, the condition was determined to have occurred due to damage caused by handling or dropping of the filled bag. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to be leaking in the lower left corner of the bag. The leak was discovered at the end user site. This report documents no patient involvement or adverse events. No additional information is available.